Event description:
It was reported that the a foreign body was noticed inside the shaver package prior to opening. Further, the product was not unboxed so it was not used during a procedure.

Event description:
It was reported that the a foreign body was noticed inside the shaver package prior to opening. Further, the product was not unboxed so it was not used during a procedure.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The reported foreign material presence was confirmed upon evaluation of the returned unit. Two small dark plastic fragments could be observed inside the blister package. Further inspection of the pieces disclosed these appeared to be plastic ¿flash¿ from its own cutter driveshaft. Some ¿flash¿ is typically generated when inserting the inner tube (cutter) into the plastic driveshaft, as part of the inductive welding process. However, this is manually removed as part of the process, as per our procedure. Based on the investigation, the most probable root cause for the observed plastic ¿flash¿ debris can be attributed to workmanship (procedure not followed). The inductive welding process procedure includes instructions for removal of any ¿flash¿ generated as a result of inserting the inner tube (cutter) into the plastic driveshaft. Additionally, the subject plastic ¿flash¿ debris was not captured during the particles inspection check or packaging stage. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.